Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter prompted the battery icon symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient was not able to specify when the alleged issue began. The patient claimed she manages her diabetes with metformin pills (2x daily) and novolog insulin (sliding scale). At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient reported feeling sweaty after the alleged issue began. In response to her symptom, the patient stated she administered 2 glucose tablets on (B)(6) 2011 at 9:00pm. At the time of the alleged issue, the patient indicated no other blood glucose device was used. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, and there was no misused of the meter. The patient was advised to replace the battery, but she did not have a new battery available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.